Manufacturer narrative:
The device was requested to be returned for evaluation- it is not known if it is available. The investigation is pending.

Event description:
The event occurred on an unknown date involving a primary plum 150 ml burette set, clave additive port, 15 micron filter in sight chamber, clave secondary port, clave y-site, secure lock, 290 cm. It was reported that during the connection of the device to the infusion set, the medication did not flow properly through the tubing and leaked as a jet from the cassette area, resulting in medication loss and delay in administration due to the need to replace the device in order to ensure timely patient care. There was no patient harm reported.